Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using the mis, rasp handle, double offset (instrument) on the left side on (B)(6) 2017. During surgery, it was difficulty to getting rasp off the rasp handle as it was jammed. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A trend considering the following event is identified: rasp handle jammed. One additional similar investigated event for a different lot number has been found. Four additional investigated events for that lot number have been found, however, covering a different event: welding broken / slider falling apart. Two additional similar investigated event within 6 months for part number 01.00001.003 have been found. One additional investigated event within 6 months for part number 01.00001.003 has been found, however, covering a different event: slider falling apart. Result: trigger for an issue evaluation is met. However, ie-02494 has already been initiated. Event summary: it was reported that the surgeon had difficulty getting rasp off the rasp handle. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the mis rasp handle has been returned for an investigation. The locking lever is sitting correctly in the rasp handle. The slider does not run smoothely anymore and more force is needed to open the rasp handle. However, the mechanism is still functional. Additionally there are several signs of usage visible. No other conspicuousness found. Review of product documentation: instruction for use (IFU): the packaging insert has been reviewed. It contains the precaution ¿inspect all. Instruments/provisionals carefully prior to each use.¿ and the cleaning. Instruction ¿after cleaning, lubricate metal, moving parts with a water soluble lubricant approved for use with medical devices.¿ root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition: possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling: possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling: possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use. Not possible: instruments do not show signs of an off-label use. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition: possible, as it cannot be excluded based on the available information. Conclusion summary the mis rasp handle has been returned for an investigation. The locking lever is sitting correctly in the rasp handle. The slider does not run smoothely anymore and more force is needed to open the rasp handle. However, the mechanism is still functional. One possibility is, that the instrument has not been lubricated after cleaning and sterilization as described in IFU. However, an exact root cause could not be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. According to the results of the investigation the calculated complaint rate is within acceptable limits. According to the results of the systematic assessment; the issue does not indicate to be design related and does not appear to be systematic. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).